Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had a display issue. The display issue was described as a ¿screen error not working properly¿. The process step during which this occurred and if a patient was connected was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing was performed, and the screen was showing shadow of numbers and letters upon turning-on. The reported condition was verified. The cause was determined to be from the front panel assembly. The front panel assembly will be replaced to resolve the issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.